Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicate the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested 05/29/2007, 06/04/2007, and 06/08/2007 by phone, mail and fax. Additional information provided 05/29/2007 by phone. A completed questionnaire has not been received.

Event description:
A surgeon reports that following a yag procedure after intraocular lens (iol) implant surgery, a patient reported sudden vision loss. Upon examination, it was discovered the lens was inferiorly decentered and partially located in the vitreous cavity. The patient was referred to a retina specialist who performed a vitrectomy and attempted to suture the iol in place. During this procedure, a haptic broke off. The specialist then exchanged the iol.